Manufacturer narrative:
(B)(4).

Event description:
A valiant captivia stent graft system was implanted for the endovascular treatment of a thoracic aortic aneurysm. Vessel morphology at implant is unknown, but the aneurysm is currently 6.7 cm in diameter. It was reported that the patient presented in the emergency room with blood in their chest. A CT scan was performed, and no endoleak was found. The physician placed a chest tube to drain blood/fluid from the patient's chest. The physician stated that the cause of the blood in the chest is unknown. The patient was borderline having renal failure so the physician opted not to use contrast for the angiogram. The blood that was in the chest was ¿fresh blood.¿ the physician will continue to drain blood from the chest in order to stabilize the patient and discharge when safe to their implanting physician. No additional clinical sequelae were reported and the patient status is being monitored. A review of returned images from 6 months post-implant revealed that multiple stent grafts were placed from the lcca, across the arch, and into the tortuous descending thoracic aorta. Contrast and non-contrast images show that there is likely blood/fluid completely filling the left lung; however, no communication between the thoracic and lungs could be confirmed. The right lung is clear. No endoleak or any other stent graft issue could be confirmed. The cause of the event could not be determined.